Event description:
It was reported that ¿it does not take the sector. Deteriorated connector¿. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, damaged dso seal, scratched lens. Functional testing found a defective ac connector. The complaint was confirmed/duplicated. The cause was a defective ac connector. Replaced the dso seal, lens, ac connector. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Functional and delivery tests performed.